Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was not delivering properly. The patient's blood glucose at the time of incident was 23.0 mmol/l. The customer ran a prime successfully and the settings and bolus history appeared normal as well. The infusion set cannula was inspected and determined to be undamaged and unbent. The caller also mentioned that the insulin pump alarmed with button error, which prevented the customer from properly treating their high blood glucose. No troubleshooting occurred for the button error alarm. The insulin pump will not be returned for analysis.